Event description:
It was reported the pt was experiencing ineffective coverage due to lead migration confirmed with x-rays. As a result, the pt's lead was repositioned on (B)(6) 2014. Effective therapy was not restored post-op. It is unk if any further interventions will be taken at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.